Manufacturer narrative:
A2. Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. Visual inspection found that at 35cm proximal from the distal tip of the sheath, the sheath was worn. At 35.7cm proximal from the distal tip of the sheath, the sheath was kinked and worn. Majority of the coil was stretched from the handshake connection to the distal tip. The coil was detached near the burr to which the burr failed to return for further analysis.

Event description:
It was reported that a burr separation occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified artery. A 1.50mm rotapro was used for percutaneous transluminal coronary rotational atherectomy. During the procedure, it was noted that the burr got separated. The device was removed together with the rotawire using guide extension. The procedure was completed with a different device. There were no patient complications reported. It was further reported that the patient condition was good post procedure.

Event description:
It was reported that a burr separation occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified artery. A 1.50mm rotapro was used for percutaneous transluminal coronary rotational atherectomy. During the procedure, it was noted that the burr got separated. The device was removed together with the rotawire using guide extension. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a burr separation occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified artery. A 1.50mm rotapro was used for percutaneous transluminal coronary rotational atherectomy. During the procedure, it was noted that the burr got separated. The device was removed together with the rotawire using guide extension. The procedure was completed with a different device. There were no patient complications reported. It was further reported that the patient condition was good post procedure.

Manufacturer narrative:
A2. Age at time of event: 18 years or older. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.